Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and cine were not possible in the system. Review of the system log file showed that the footswitch is not releasing x-rays when it is pressed. Upon troubleshooting, fse found that there was a loose connection with the wired footswitch. To resolve the issue, fse reinstalled the original wired footswitch and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy and cine were not possible via the wired footswitch. The system was in clinical use when this occurred. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and reproduced the reported issue. Fse proceeded to replaced the foot switch. System was returned to use in good working order.